Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was noted as the programmer s2d data for file (B)(4) shows data is missing for lead performance trends with the note "data is invalid."

Event description:
It was reported that a bit flip occurred on the implantable cardioverter defibrillator (ICD) causing "data invalid" on the lead impedance trend. The device remains in use. No patient complications have been reported as a result of this event.